Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that hardware low level failure was occurred. Blood glucose was 215 mg/dl. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 196 and file ID (B)(4), and pump error 4 alarm due to a software error.